Manufacturer narrative:
(B)(4).

Event description:
The patient was seen during a 3-month follow-up and high thresholds were noted. The patient was brought back later and thresholds were still high. A lead revision was performed and this lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.